Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system on (B)(6)2009. It was reported, the pt was not able to establish any communication with the ipg two weeks post implant, due to the depth of the implant. The ipg pocket site was repositioned to a shallower depth. The ipg was reimplanted. F/u on the pt found no further issues reported.